Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred, and the cartridge was leaking near the septum. Customer's blood glucose level was 139 mg/dl. Reportedly the customer changed supplies and successfully resumed insulin delivery.